Manufacturer narrative:
Results: used for the catheter.

Event description:
It was reported that the pt was "not getting the full effect and not getting full relief". The hcp performed an MRI and determined that there was a leakage in the catheter. The pt stated that the "catheter was broken in half". The catheter was replaced in 2008. It was also reported that the pt was "currently doing fine since replacement". The concentration and daily dose of baclofen being delivered via the pump was not reported.